Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "delayed total hip arthroplasty after failed treatment of acetabular fractures: an 8- to 17-year follow-up study" by tao wang, jun-ying sun, jun-jun zha, chao wang and xi-jiang zhao published by the journal of orthopaedic surgery and research doi.org/10.1186/s12018-018-0909-8 in 2018 was reviewed for reportability. The purpose: " the primary aim of the present study was to evaluate the influence of the mode of treatment of fracture, conservative treatment or orif, on the clinical outcomes of salvage tha. The secondary aim was to evaluate the long-term results associated with modern coc tha after failed acetabular fractures." Data included 33 hips of which depuy s-rom stem and duraloc cup were utilized in 12 hips for coc bearing surfaces. Mean follow-up time was 11.5 +_ 3.0 years and initial tha implants were from january 1997 to january 2008. Complications post tha implant : acetabular revisions due to infection & ceramic liner fracture (3 total). Adverse events: surgical intervention, infection, ceramic liner fracture. Impacted products: depuy duraloc cup, depuy duraloc liner (ceramic).